Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). This device was included in a field action, and product analysis found that the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the physician believes the right ventricular (rv) pace/sense portion of the lead had fractured after the patient received cardiopulmonary resuscitation (CPR). Noise was seen on the rv tip to ring electrogram (egm) during interrogation. The pace/sense portion of the lead had low impedance. There were no inappropriate therapy events, just non-sustained oversensing which the physician believes was noise. The pace/sense portion of the lead was capped leaving the high voltage coil in use and a new pacing lead was implanted. No patient complications have been reported as a result of this event.